Event description:
Event description guidant received information that attempts to place this transvenous defibrillation lead were unsuccessful. During subsequent attempts to implant the second lead, a vessel perforation occurred. The patient required an additional surgery (pericardial window placement) due to the resulting cardiac tamponade.